Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ syringe, luer slip with needle the stopper had separation from plunger.

Event description:
It was reported that during use of the bd¿ syringe, luer slip with needle the stopper had separation from plunger.

Manufacturer narrative:
Investigation summary: one photo was received for investigation which showed two syringe products. Stopper separation from plunger could be observed. Based on the DHR review, no abnormality during production. Investigation conclusion: stopper separation from plunger could be observed in the returned photo. Root cause description: the complaint could not be confirmed and root cause could not be determined. Rationale: if samples are received in the future the complaint will be re-open and re-investigated.